Event description:
Patient presented to the physician with an infection and swelling at the chest incision site. On examination, the physician also observed wound dehiscence at the incision site and prescribed antibiotics. Physician brought the patient into the operating room a week later and removed the entire inspire system. Patient will complete the previously prescribed course of antibiotics.